Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was diagnosed with peritonitis and hospitalized for the event. On the same day, the patient began treatment for the event with injection (inj) fortum, (ip) intraperitoneally (1 gram, once per day) and inj vancomycin, ip (1 gram, every fifth day). At the time of this report, the patient remained hospitalized, the antibiotic treatments were ongoing, the patient was recovering from the peritonitis, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Twenty days after onset, the patient was recovered from the event and the antibiotic treatments were discontinued. Should additional relevant information become available, a supplemental report will be submitted.